Event description:
Additional information: event date is unknown. Patient required additional IV insertions (had to be stuck 3 times due to catheter sheering).

Manufacturer narrative:
Investigation results: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided.

Event description:
It was reported that bd unknown - 22g insyte autoguard catheter split. The following information was provided by the initial reporter: we continue to see catheter splitting without any deviations from best practice.

Manufacturer narrative:
E1: address information was not provided, therefore, xx was used as a place holder. H3: a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3: the date received by manufacturer has been used for this field.